Event description:
It was reported that during a total hip replacement procedure the broach utilized to prepare the femoral canal stuck inside the canal. This surgeon elected to split the femur to aid in the removal of the broach, subsequently repairing the femur with cerclage wire. The femoral component was successfully implanted and the procedure continued with no further incident. The pt had a good outcome.